Manufacturer narrative:
Siemens filed initial MDR 2517506-2024-00058 on 07-feb-2024. Additional information (04-mar-2024): in a subsequent visit as per the customer¿s request, a customer service engineer (cse) inspected and reseated connections and tubings to all bulk fluids and verified proper flow; adjusted and aligned the pump rate; replaced the integrated multisensor technology (imt) port/valve and aligned it to sample probe; primed all fluid lines and calibrated 3 times, which passed. Next, the cse performed a condition and dilution check, which recovered acceptably; ran quality control (qc) precision study 5 times; repeated known patient samples and compared the results with values obtained on alternate instrument. All the results were within acceptable limits. The cause of the falsely depressed sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed sodium (na) results were obtained on three patient samples on a dimension exl 200 instrument. The initial results were not reported to the physician(s). The samples were reprocessed on the alternate dimension exl 200 instrument. The repeat results were higher and matched previous patient results. The repeat results were reported as correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely depressed na patient results.

Manufacturer narrative:
A united states (ous) customer contacted the siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on three patient samples on a dimension exl 200 instrument. Quality control was within range at the time of testing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced integrated multisensor technology (imt) tubing, performed rotary valve and sample port maintenance, checked millivolt readings with imt diagnostic chip, which was within specifications, performed imt super conditioning, replaced and aligned the sample probe, gapped sample metering and imt diluent syringes, replaced depleted imt sensor, performed condition and dilution check, which passed. Next, the cse ran qc five times and precision study on 3 patient samples, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to the specification. No further evaluation is required.